Event description:
Baxter reported a customer, after being connected to the machine, heard a noise, all the treatment was correct but after disconnecting from the machine, he realized the transfer set could not be closed well. He put the povidone cap on and he went to the hospital in order to change the transfer set. The transfer set was dripping due to not being closed well. It seems one of the two pieces of the transfer set was broken. The nurse commented that perhaps the breakage could be due to the povidone cap and the quantity of povidone included in the transfer set. The nurse has concluded the patient knows how to perform the technics and this situation has not been deu to a human mistake. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.